Manufacturer narrative:
The device was returned to olympus for evaluation confirming the reported issue. In addition, printed circuit board failure and dust accumulation inside of the unit were both observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the light source did not show an image when using 190 series scopes due to a faulty scope socket. It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.